Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device revealed that the guidewire was bent on its distal and proximal sections. In addition, the guidewire ptfe coating was scraped off on several places at the proximal end. During functional testing with demonstration device one to one torque was examined and found to be difficult. Information from the complaint indicated that the irregular shape of the tip was found during preparation. Not being pre-shaped, the guidewire became bent during handling of the device during preparation, and that most likely was perceived by the user as the irregularity of the tip. The observed ptfe peeling most likely have occurred from the usage of insecurely tightened torque device. Review of the device directions for use (dfu) found following: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)" Therefore, based on the available information and the analysis of the device, a use error may have contributed to the observed damage of the guidewire coating.

Event description:
Analysis of the device revealed that the ptfe (polytetrafluoroethylene) coating was flaking from the body of the proximal section of the guidewire. No patient consequences observed due to this event.